Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2021. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added expiration date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information and device evaluation). (Device evaluated by manufacturer). (Device manufacture date). (Identification of evaluation codes 10, 11, 3331, 170, 25). Type of investigation code#1: 10 - testing of actual/suspected device type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation code #3: 3331 - analysis of production records investigation findings: 170 - manufacturing process problem identified investigation conclusions: 25 - cause traced to manufacturing the affected sample was inspected upon receipt to confirm a broken venous thermistor. Representative retention samples of the same lot number were reviewed for damage to the venous inlet on the reservoir with no damage observed. Due to an increase in broken venous thermistor complaints and internal discovery, an investigation has been conducted resulting in the modification of production fixturing to prevent the occurrence of broken venous thermistors. A training has been conducted for all production operators that handle thermistors and the subassemblies into which they are built. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a broken venous temperature probe. No patient involvement. Product was changed out. Procedure was completed successfully.